Manufacturer narrative:
Information was received stating the device did not detached inside the anatomy. After the device was removed outside the anatomy, the device was broken. In this case, the observed guide detachment could be related to manipulation and/ or interaction with the patient calcification during device placement attempt. Detachment of the guide would compromise the foot functionality which subsequently contributed to the reported device entrapment. It is possible the device snapped during device placement contributing to the reported difficulties and further broke due to handing post removal from the anatomy. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h10: additional mfg narrative.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using the pre-close technique via a 18f sheath hole prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, there was resistance during removal of the device; the shaft was noted to be kinked. The vessel was cut to remove the device. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide kink was confirmed as a guide detachment based on the returned device condition. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the returned device condition and the reported information, the observed guide detachment appears to be related to manipulation applied during device and/ or interaction with the patient calcification placement attempt. Detachment of the guide would compromise the foot functionality which subsequently contributed to the reported device entrapment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number updated from 2082041 to 2081841.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using the pre-close technique via a 18f sheath hole prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, there was resistance during removal of the device; the shaft was noted to be kinked. The vessel was cut to remove the device. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, the following information was received: reportedly, prior to deploying the device, the shaft kinked. There was resistance during removal. Prostyle use was aborted. No additional information was provided.